Manufacturer narrative:
(B)(4). The field service representative (fsr) was not able to duplicate the reported issue. He triggered the uas multiple times and was able to reset it each time. The fsr performed preventive maintenance/inspection and the uas operated to manufacturer's specifications. The system was ready for clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the ultrasonic air sensor (uas) was not resetting. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.